Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during tests, standalone intellicuff with internal leak. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during tests, standalone intellicuff with internal leak. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during tests, standalone intellicuff with internal leak. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, c, d1, d4, g6, h2, h4, h11. A detailed investigation was performed by an expert from the technical service: hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Hamilton medical ag did not receive the ventilator itself for investigation. The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The service technician reported that the cuff connector was cracked, applied pressure could not inflate the balloon. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a failure to achieve and maintain the chosen pressure level, the device becomes inoperable and does not work as intended. The root cause was attributed to a visible crack in the connector of the intellicuff pneumatic cuff, the applied air pressure could not inflate the cuff balloon. The correction consisted in replacing the intellicuff device. This event happened during testing. There was no patient or user harm.